Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated (B)(6) 2019 via right heart catherization where the mean was increased by 13.5 mmhg. No additional information is available at this time.